Manufacturer narrative:
(B)(4). Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited a code 1003, which is indicative of battery voltage too low for the projected remaining capacity, and device therapy was no longer available to the patient. It was also noted that the device was unable to be interrogated. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.